Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switches on automatically memory now full. No patient involved.

Event description:
Device switches on automatically memory now full. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. The random nature of the events stored in the memory and the 10-minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. Furthermore, during the investigation, the device initially gave a low shock energy before displaying no output on the second attempt. This was due to a high voltage breakdown in the discharge circuitry during the test shock. This was most likely due to a component failure on the output circuit of the pcba. However, due to the damage cause by the high voltage breakdown, the investigation was unable to accurately determine the source of this issue. As this damage is permanent, and this is an obsolete product with symptoms of a membrane failure, no further investigation will be carried out. The returned sam 300p is now outside of its warranty period and will be scrapped.